Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen as the patient was in complete heart block with a ventricular rate of 30 beats per minute despite this pacemaker programmed to 60 beats per minute. The patient was admitted due to chest pain with no syncope or dizziness noted. Upon interrogation intermittent loss of capture was noted on the on the competitor right ventricular (rv) lead. A threshold test was performed and it was noted that the pacing thresholds were elevated. Thus the device was reprogrammed with an appropriate safety margin and consistent ventricular capture. The patient will have a routine follow up and at this time it will be decided if a competitor lead revision will be performed. No adverse patient effects were reported.